Event description:
Patient in endoscopy for peg/pej replacement. In the process of replacing the peg, the esophagus was scratched by the guide wire that was pulled from the stomach out of the mouth. Upon inspection of device, it was discovered the guide wire was incorrectly loaded in the sheath in which it was stored. Typically the soft end exits the sheath and has a lavender cover on it. In this case, the hard end of the wire was exiting the sheath and had the lavender cover on it. An abdominal series and CT scan showed no esophageal perforation.